Event description:
A pt, was ordered under "progressive restraint" by attending physician. Pt apparently obtained a butane lighter prior to being restrained in bed. He was restrained by leather straps on the left wrist and right ankle. He was observed, prior to fire, by a pt across hall trying to burn wrist restraint strap and inadvertently set pillow and linens on fire. Pt died and his roomate died from smoke inhalation. Ca 117 defines the performance of materials used in mattresses described as "fire retardant". While the mattress may be burned while subject to a flame it will self-extinguish when the flame source is removed, mattress appeared to have performed in this manner.